Manufacturer narrative:
Information was not provided. Initial reporter's occupation was not provided. The product has not been returned to 3m for analysis. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The product has not been received by 3m for analysis testing. Without the sample or photo, the location of the leak cannot be verified to determine the root cause. This complaint implied that leakage occurred at the cassette/heat exchanger portion of the product. A follow up report will be submitted with any new information obtained. End of report

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24355) was discovered to have a IV fluid leakage on the cassette portion of the set after infusion was initiated. The leakage was discovered during plain IV fluid administration for a female patient (age not specified) in the (B)(6) center. No pressure device was used. Infusion was discontinued and the fluid warming set was removed from the patient. The facility returned the product to spd and the vendor. No injury was alleged.

Manufacturer narrative:
The product was returned to 3m for evaluation. The sample received and analyzed. Testing conducted verified a leak in the heat exchanger. Trend analysis showed no change in complaint levels. (B)(4), was issued to the manufacturing site to address heat exchanger leaks and was implemented by the supplier in april 2019. 3m will continue to monitor. End of report